Event description:
Additional reason for revision: component malalignment.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended. Right asr xl acetabular system. Reason for revision: pain. Surgery booked to take place on (B)(6) 2012 has been postponed. Awaiting new surgery date. Update: surgery now postponed to (B)(6) 2012 as per email received 13 july 2012. Update: added revision date, amended primary surgery date, added products and patient details. Received august 22nd 2012. Update: added further reason for revision. Received: august 22nd 2012. Reason for revision: pain and component malalignment. Update rec'd 12 aug 2014 - kid, marked as legal, (B)(6) email. (B)(6). (B)(6) email claims patient is bi-lateral and had both hips revised on (B)(6) 2012. However due to the recent unreliability of (B)(6) confirmation of the right hip being revised, we are unable to enter the left hip onto our system. We will only do so when we receive a different revision date or a scf from (B)(6) that confirms the revision of the left hip has definitely taken place.

Event description:
Asr revision; right asr xl acetabular system; reason for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.